Event description:
It was reported that the mesh came off the needle when pulling through the abdominal wall. This occurred three times with three tvt devices. Although, the insertion was not difficult, the pull through was difficult. The pt did have a prior lap-inguinal hernia repair in which metal staples were used. The surgeon feels that the difficulty encountered with the tvt device is related to the previous surgery. The tvt procedure was not completed. A different type of suspension was performed with no adverse pt consequences.